Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not refilling, and the cylinders were not inflating. A revision surgery was performed, upon examination the pump was reported to be in good condition; however, a problem was found in the connectors, which did not allow the fluid to get to pump from the reservoir. The pump and connectors were explanted and replaced. No patient complications were reported.